Event description:
New information received states that the patient was stable before and after the programming changes.

Event description:
It was reported that when patient presented in the hospital, the device was found in backup vvi mode. The device was reprogrammed to resolve the issue. The patient will continue to be monitored. No further information is available.